Manufacturer narrative:
(B)(4). D10 medical devices: persona femur tm posterior stabilized (ps) standard porous catalog#: 42500806402 lot#: 65022787. Persona articular surface fixed bearing posterior stabilized (ps) right 11 mm height catalog#: 42522400911 lot#: 64442782. Persona all-poly patella cemented 35 mm diameter catalog#: 42540200035 lot#: 65095462. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Approximately one month later, the patient underwent manipulation under anesthesia for arthrofibrosis and stiffness. The implants remained intact. It was noted that the patient continues to have limited range of motion due to scar tissue/adhesions. Subsequently, approximately thirteen months from initial implantation, a MRI indicated tibial subsidence and tibial loosening. No further interventions have been reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, h10, and h11. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: right knee aspiration, pain, swelling, and arthrofibrosis; right knee pain, arthrofibrosis, tibial subsidence, implant loosening; following MRI: ambulates with antalgic gait, rom is 5 short of full extension to 95 degrees flexion. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.